Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he went to the emergency room (ER) due to his blood glucose reading greater than 250 mg/dl. At the ER he was treated with fluids and test results found the patient¿s leukocytosis levels were high apparently because of stress. It was reported that the patient activated a new pod before going to the ER. The patient was discharged from the hospital when his condition was stable and he was advised to rest. There was no evidence of any problem with the pod and that the patient reported there was even a small downward trend in bg levels while wearing to the pod. The pod was worn on the hip/buttocks.